Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had power on problems.the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Event description:
Customer contacted technical support stating that unit had power on problems. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date rec'd by MFR: 23sep2019. Serial has been confirmed as (B)(4). Through investigation, it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 2031642-2019-03313. Was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.